Event description:
It was reported that in central processing, during cleaning of the instrument, it was noticed that the jaws were not aligned and cable was sticking out on the pk dissecting forceps instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip tips to be bent. One grip was bent which caused side to side misalignment of the grips. There was a .042 offset at the tips, indicating overloading at the tip. The instrument passed electrical continuity testing. Failure analysis concluded that the bent damage may be due to mishandling/misuse. Failure analysis investigation also found the instrument's pitch cable to be frayed at the distal idler. No damage was found on the pulley and clevis. The instrument's distal pulley had scratch marks/abrasions. There were scratches on the surface of the distal pulley. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cable if to recur could cause or contribute to an adverse event.